Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that they were having some burning where the implanted battery is. The patient stated that something might be affecting their sciatic nerve, and it's been bothering them for a couple of months and had burning for a couple months as well. The patient added that there was a burning feeling and being really sore towards the end of the day and stated that the sensation had been off and on since march, and it gets to a point where it hurts more often now. The patient mentioned that they had a back surgery last november, and everything was fine, until march that they had a numbing from their knee down. The patient said that they saw doctors about it but was told that they didn't know what it was. The patient was wondering if maybe the ins is the one causing the issue and stated that they have not been checked by their doctor for probably a year now. The patient denied having falls or accidents that may have damaged the implanted device. The patient mentioned that they have tried turning the therapy off but was still having the same issue. The agent redirected the patient to the doctor to have the implant checked. Agent documented reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.